Event description:
Company representative reported that after injection with "juv up" in an unspecified injection site or sites, the patient experienced "an adverse event" an unspecified amount of time after injection. Follow-up with the injecting healthcare provider revealed additional information. The patient was injected in the "glabella, nasolabial, upper lip, marionette" with juvederm ultra plus xc which was expired by 5 months at the time of injection. The patient presented to the "e.r. Underwent MRI scan to exclude sinus/frontal/brain issues as patient presented with swelling in superior orbits- all negative, except swelling." The patient was prescribed "effudex topically (for premalignant lesions)" about one and half months after the juvederm ultra plus x injection. About two and half months post injectio" the patient developed "inflammation and cord like swelling at all injection sites. Worst and earliest occurrence = glabella. Nasolabial swelling less. Lip mild." The patient also had "palpable lumps." The patient was treated with hylenex in the "glabella and nasolabial" approximately 1 month after symptom presentation. The patient was also prescribed moxifloxacin and clarithromycin. The antibiotics were discontinued after 1 week "because of git upset." Symptoms resolved "about 2 months after symptoms started," the physician noted "I think the use of effudex topically (for premalignant lesions) may have played a role in development of the problems." "I think the use of effudex may have uncovered or allowed past exposure or alternatively reduced local skin immunity and promoted this reaction."

Manufacturer narrative:
The event of swelling, inflammation, and palpable lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.